Event description:
It was reported that during a ptca procedure, the wire kinked and subsequently broke. Pt status is listed as "okay". Same case as MFR report #'s 6000059-2000-00022 and 6000059-2000-00023.